Manufacturer narrative:
(B)(4). G2: japan. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the tip of inserter was fractured during use.it is unknown if any pieces of the complaint products have remained in the patient's body. No further information is known.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6 h6: component codes: mechanical (g04) - head visual examination of the provided picture identified a bearing and glenopshere. The bottom of the glensophere is shown but not the surface. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. The root cause is attributed to use error. Per surgical technique, rom is checked during trialing and final reduction. Final reduction should show limited distraction. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: b4, b5, d2, d4 (exp date, UDI), g3, h1, h2, h3, h4, h6, h11. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.